Event description:
It was reported that telemetry was intermittent, with the use of any programmer rf head and wireless. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer allegation. An rf head was not returned with the programmer. The keyboard was missing hinges and the keyboard cover was missing.